Event description:
Reportedly, the instrument did not create a correct anastomosis. The anastomosis was sewn per hand. The report indicated there was an injury to the pt. No additional info is available. Procedure: sigmoid resection. Pt sex: unk.